Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: opening on posterior device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported pain and rupture on the right side. Device has been explanted and replaced.

Event description:
Physician reported pain and rupture on the right side. Device has been explanted and replaced.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.